Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge. This will result in an inaccurate display of the insulin level on the home screen. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer loaded old insulin into cartridge. Customer continued to use the existing cartridge on the pump for insulin therapy. There was no adverse impact on customer's blood glucose level.